Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented remotely via merlin.net transmission. Upon review, the right atrial lead exhibited lead noise. The asymptomatic patient was brought into clinic on (B)(6) 2018 and isometric testing could not reproduce the noise. No other electrical anomalies were noted. No programming changes were made and the physician elected to continue to monitor the patient.